Manufacturer narrative:
Manufacturer investigation conclusion: although the evaluation of the submitted system controller log file confirmed low flow hazard alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, could not be conclusively established. The report of driveline issues that required rescue tape repairs could not be confirmed as no images were provided and no product was returned for evaluation. The account communicated that although the patient had not experienced any electrical issues, his driveline has been repaired with rescue tape multiple times. Rescue tape was placed in the clinic from near the exit site to the metal connector; however, not all of the old rescue tape was able to be removed for fear of damaging the driveline. The patient was asymptomatic and there were no unexpected alerts or alarms detected on the log file. Technical services did not recommend doing a driveline repair. No equipment was exchanged and nothing would be returned. The patient remains ongoing on vad support and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. This document explains that pump flow is estimated based on pump power. This IFU also outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In addition, this document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. This IFU and the heartmate ii lvas patient handbook contain sections on caring for the driveline. Both of these documents also outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms.

Manufacturer narrative:
Approximate age of device: 6 years and 5 months. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2012. It was reported that rescue tape was placed on the patient's driveline a few inches from their exit site all the way to where the driveline connects with the controller. The patient's driveline had previously been repaired with rescue tape multiple times. It was noted what there were several areas where the shield was broken down and one spot where moisture was trapped inside. Per the account, the patient was asymptomatic, no unexpected alerts or alarms were detected, and no equipment was exchanged. A driveline repair was not recommended.